Event description:
It was reported that during the implant attempt when the device was taken out of the sterile packaging, a piece of plastic had broken out from the inner shell packaging. The device was not used and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.